Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01674, 3005168196-2020-01675, 3005168196-2020-01676.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, pod packing coils (pod pcs), a ruby coil and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was tortuous, narrowed and calcified. During the procedure, while advancing a pod4 (f97385) halfway through the lantern in the inferior gluteal artery, the physician experienced resistance. The lantern was then flushed but the pod4 would not advance further; therefore, it was removed. Next, the physician experienced resistance again while advancing another pod4 (f97385) through the lantern but was able to implant the pod4 into the target vessel. While advancing a pod6 (f98111) through the lantern, the physician experienced resistance and the pod6 would not advance. The lantern (f96109) was therefore removed and replaced with a new lantern. The physician flushed the new lantern but was still unable to advance the pod6 due to resistance; therefore, the pod6 was removed. The procedure was completed using pod pcs, one ruby coil and the same lantern. There was no report of an adverse effect to the patient. It was also reported that after the procedure, while advancing the previously removed pod4 into the lantern, the pusher assembly of the pod4 was inadvertently kinked.